Manufacturer narrative:
The ventilator was returned to the third party service center for evaluation and the customer's complaints were confirmed. The device's internal battery was replaced to address the issue.

Event description:
The manufacturer received info from a third paty service center alleging a "service required" alarm condition occurred and a ventilator's internal battery was not charging. The device was not in pt use.